Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a coil interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. Additionally analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The returned device condition indicates a posterior needle to cuff miss occurred. The material separation of the suture at the posterior needle tip may have occurred due the failure of the posterior needle tip to be ejected from the posterior foot pocket due to the cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.